Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the device was operating in backup vvi mode.

Event description:
It was reported that during a remote follow up, the device was found to be in backup vvi (bvvi) mode. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.